Manufacturer narrative:
Investigation summary: bd initiated an investigation into the customer complaint of a false negative for a patient sample and query into the quality of the bd onclarity assay for hpv detection. This investigation required review of the customer complaint information, review of the customer run files, and bhr review of the reagents the customer used in the test that resulted in the false negative for the patient sample. Review of the reagent bhr records did not indicate any discrepancies and there are currently no trends against the reagent lots that the customer used in the run containing the false negative sample. Review of the customer provided run files indicated that the patient sample generated a CT value of 38.1 for hpv 45, which was out of specification for the assay threshold to generate a positive call. The system employed an automated quality control check, determining that this signal did not adequately meet the criteria of an amplified reaction to result in a positive call. The purpose of this quality check in the algorithm is to prevent false positive results from being reported to the clinician and patients. Further, it has been documented that 0.03% to 15% of hpv clinical samples that are high-grade squamous intraepithelial lesions (hsil) and invasive cervical cancers (hsil+) test hpv-negative with pcr screening assays. The initial hpv-negative call can be caused by different factors that include sample quality and assay issues that occurred during the sample run. (Citation: pretet, j.l. Et al. (2024) human papillomavirus negative high grade cervical lesions and cancers: suggested guidance for hpv testing quality assurance. Journal of clinical virology, 171, 105657.) Lastly, bd acknowledges that the bd onclarity assay for hpv detection is not 100% per IFU. Ultimately, bd acknowledges that false negative and discrepant results may occur. Bd understands that the customer values quality and accuracy and will continue to monitor and investigate issues raised by the customer. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack on bd viper¿ lt system, a clinical result was hpv negative. Patient then went to nio in warsaw where test on roche cobas 4800 gave an hpv positive result. Patient also had cancerous lesions. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd ocularity¿ hpv assay reagent pack on bd viper¿ lt system, a clinical result was hpv negative. Patient then went to nio in warsaw where test on roche cobas 4800 gave an hpv positive result. Patient also had cancerous lesions. There was no report of patient impact.